Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was the defective air trap sensor board due to a possible overflow of fluid into the air trap chamber, likely attributed to user mishandling. There was no history of start-up kit (suk) leak complaints reported by this customer. No physical damage was observed on the thermogard console during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. Observed dried saline traces on the air trap sensor board. The defective air trap sensor board was replaced to address the customer's reported complaint of mid:09. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) displayed mid:09 (air trap assembly) error message. The user was unable to resolve the issue by cleaning the air trap. Following this, another console was used to continue the ivtm treatment without delay or interruption. No consequences or impact to patient.